Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported after setting the mat up with alarm and weight was applied on the mat, the mat did not trigger the alarm to sound. Sensor or mat is free of any folds or creases. No visible damage was reported. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.